Event description:
Customer reported that they smelled smoke coming from the instrument. There was no report of injury for this event.

Manufacturer narrative:
The cause for the burning smell is unk. Replacement instrument was sent to the customer site.